Manufacturer narrative:
After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula of the received pod was found to be damaged or deformed. It could not be determined when this damage to soft cannula occurred. The pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient reported the pod was leaking during wear. As treatment, patient pushed fluids and a bolus was delivered.